Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal dilaudid (hydromorphone) 30 mg/ml at a dose of 11.996 via an implantable pump. It was reported that during a routine pump replacement for end of service/elective replacement indicator (eos/eri), the 8709 catheter did not aspirate. The catheter was replaced with a new 8780. It was unknown if there were any factors that might have led or contributed to the issue. The hcp tied off the 8709 catheter and put in a new 8780 catheter. Once it was attached to the replacement pump, it aspirated successfully. The issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6), implanted: (B)(6) 2004, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-aug-2006, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.